Event description:
It was reported to boston scientific corp that a resolution clip device was used during a polypectomy in the stomach performed on (B)(6) 2009. According to the complainant, during the procedure, when setting/arming the clip, it did not open, and it was released before positioning at the correct place. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) failure to open. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).